Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with two infusion sets as the infusion set fell off during use after being used for three days for event one and one day for event two. Patient confirmed to be doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient's blood glucose value at the time of event was 160 mg/dl and 130 mg/dl for the respective events. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10526 - device 2 of 2.